Event description:
It was reported that during atrial lead implant procedure, the lead first implanted position recorded good sensing, however the threshold was high. The atrial lead was re-positioned with good sensing, however decrease in threshold and variance impedance observed. It was also reported for three to five minutes patient felt nauseated and blood pressure dropped, and then increased after a fluid infusion. The procedure was completed, and an ultrasound confirmed a pericardial effusion which was drained. The atrial lead remains in use. No further patient complications have been reported as a result of this event.